Event description:
On 1/5/98 the account reported an erratic ck-mb result of 1.2 ng/ml, which was given from a serum sample on the axsym analyzer. A plasma sample from the same draw also gave a result of 1.2 ng/ml. A sample drawn 6 hrs later gave 60.8 ng/ml. The first sample was retested and a result of 90.7 ng/ml was given. According to the account, the physician had questioned the original result. No medical intervention was taken. The pt has been released from the hosp.